Event description:
The patient reportedly has an infection at the incision site. The surgeon reportedly reopened the incision site and flushed the infection. The patient was hospitalized for five days and was treated with IV antibiotics (type unknown). The patient is being monitored.